Event description:
Customer was sprayed in eye with lvc, large volume canister, contents while changing out the canister. May be related to an unconfirmed report that customer may have removed the internal shut off filler on lvc, large volume canister, lid.